Manufacturer narrative:
Concomitant products: d264drm, ICD, implanted: (B)(6) 2014.

Event description:
It was reported the right ventricular (rv) lead displayed high impedances and was thought to be "partially broken." During revision of the lead, the patient developed pericardial effusion and the "heart stopped." Resuscitation efforts were applied, but were unsuccessful and the patient expired due to cardiac arrest. Additional information revealed there was no difficulty in removing the lead.

Manufacturer narrative:
Product event summary: the lead was returned and physical analysis is pending. Device memory was received and analyzed. Analysis revealed over-sensing of the right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.